Manufacturer narrative:
Results: there was no damage observed on the returned ruby coils. Conclusions: evaluation of the returned devices confirmed they were the devices identified in the complaint. There was no product issue reported. An additional coil was returned with the two coils that were dropped. This device was not associated with a complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-00987.

Event description:
During preparation for a coil embolization procedure, two ruby coils (ruby coils) dropped on the floor and became contaminated. The reported issue was found prior to use. Therefore, the ruby coils were not used in the procedure. The procedure was completed using new ruby coils.